Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) went onsite and could not reproduced the reported isssue. The fse replaced erbe for customer satisfaction. The system was verified and ready to use. Isi has received the erbe for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, customer was having recognition issues with the neutral pads. The customer stated that the erbe system could not recognize any neutral pads. The procedure was continued as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the procedure was completed using an external generator. After the surgery, the mechanical engineer performed a motion test and found that the return electrode was recognized normally.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) to perform failure analysis. The unit was analyzed and reported failure was not confirmed. The unit energized and cauterized, and all ports recognized instruments. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.